Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 105: pulse test relay stuck. The cause for the service code was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca. Additionally, the monitor failed detect and treat testing. The cause for the failure was isolated to a contaminated j1003aa on the defibrillator pca that allowed high voltage to travel to low voltage circuitry, damaging multiple components on the pcas. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.